Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 200 ohms. Technical services recommended programming changes and defibrillation threshold (dft) testing. The patient scheduled an appointment with their health care professional (hcp) and adjustments will be made at that time. This device remains in service. No adverse patient effects were reported.